Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) stated that although the data acquisition (da) printed circuit board assembly (pcba) and cable were previously replaced on another case to address the "machine and proximal pressure sensors failed" error code, the reported problem reoccurred. The rse reviewed the event log and found that the 5 v supply failed, over voltage protection circuit failed, and 35 v supply failed error codes were also logged. The rse advised the customer to replace the power management (pm) pcba. The investigation is ongoing. Per gfe response, the asp engineer stated that the 1007 error code was confirmed-- the asp engineer verified that it was the motor controller (mc) pcba replacement that resolved the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.